Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the knob on the external pulse generator (epg) was broken. No further information was indicated. The epg was expected to be returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Analysis was unable to confirm the customer comment that a knob was broken. Analysis determined that the upper case was broken, the output connector assembly was broken, the hanger assembly was broken, capacitor c277 was damaged, the one knob was missing, the display wires were pinched and insulation was exposed, and one case screw was contaminated. All found defective parts were replaced and all other identified issues were resolved. The device then passed all functional tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the epg was returned for service.